Manufacturer narrative:
The claimed problem was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The problem was related to the transformer. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not work. There was no patient harm reported. Manufacturer's ref. #: (B)(4).